Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from japan, as reported by a field clinical specialist, a right femoral vein transcatheter mitral valve replacement procedure was performed on (B)(6) 2025 using a pascal precision 20000is valve. Around five days later, postoperative hemolysis occurred which the doctor considered may have been caused by residual jet/ residual mr (mitral regurgitation) from the p10 medial side. A non-edwards device was placed at the same medial p10 location semiurgently on (B)(6) 2025. Following this intervention, mr from that site disappeared; however, a small amount of clipthrough mr remained. The patient outcome was recovered. The heart team planned to monitor the course to see whether the hemolysis improves. The device remained implanted in the patient.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Based on the complaint investigation, the complaint for reduced therapeutic efficacy over time/incorrect implant position was confirmed with objective evidence. No product was provided for evaluation for reduced therapeutic efficacy over time/incorrect implant position. Imaging confirmed severe residual mr as a result of the presence of a wide flail segment. Per the event description, the residual jet from the pascal implant on the medial side may have contributed to the hemolysis, which was resolved by additional intervention. Additional information stated that the procedure was completed without complications. Given the information provided, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The following sections were updated/corrected/added: b2, b4, b5, g3, g6, h1, h2, h6, and h11.

Event description:
On january 16, 2026, additional information received from clinical specialist after device placement, the mr (mitral regurgitation) was reduced to trivial; however, the hemolysis did not improve. Given the patients preexisting frailty, they passed away at the end of last year. On january 21, 2026, additional information received from clinical specialist the exact date of the patient's death is unknown. Hemolysis persisted despite blood transfusions and device placement. Based on the physician's comments, the causal relationship with the product remains unclear. An eccentric jet on the medial side was initially suspected to be the cause of hemolysis. The condition did not significantly improve, even after implantation, leaving the cause undetermined. The patient had been in a weakened state prior to these events. After the intervention procedure, the residual regurgitation was reduced to trivial and considered controlled.

Event description:
Information from the preop summary showed an 86-year-old woman presented for an episode of congestive heart failure. Patient history consistent for severe mitral regurgitation (mr) from p2 prolapse and low-flow, low-gradient aortic stenosis (as) (mod-severe), anemia without identifiable gi bleeding, total gastrectomy, chronic kidney disease, varicose veins, and normocytic anemia, with frailty noted by her low weight. She is now being evaluated for mitral transcatheter edge-to-edge repair (m-teer) due to the severe mr. Pertinent preoperative lab work includes: hgb 6.8g/dl. Anemia remains clinically relevant which may be related to aortic stenosis or other organ dysfunction; however, the root cause remains undetermined. Imaging showed a significant coaptation gap and mitral leaflet/annular calcification, increasing difficulty of leaflet grasping and risk of single-leaflet device attachment (slda). The case is high-risk due to anatomic complexity, calcification, anemia, and combined mr and lf-lg as.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, d4, g3, g6, h2, h4, h6, and h11. H6 type of investigation: labelling review: the complaint for reduced therapeutic efficacy over time / incorrect implant position was confirmed. No product or imaging was provided for evaluation for reduced therapeutic efficacy over time / incorrect implant position. Per the event description, the residual jet from the pascal implant on the medial side may have contributed to the hemolysis, which was resolved by additional intervention. Additional information states that the procedure was completed without complications. Given the information provided, a definite root cause is unable to be determined. The device history record review was completed. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.